Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings: the display was observed to be dim, fading, and reddish in color. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the finger pad. The cartridge and battery caps were not returned with the product. A test battery cap was used during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim display issue. The reporter stated that the display was dim and hard to read in a bright room and that the numbers were orange in color. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.